Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when opening the implant, a hair was inside the inner sterile package. No surgical delay, no adverse patient consequences. Another implant was available and used without issues.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿intraoperatively when opening the implant a hair was inside the inner sterile package. No surgical delay, no adverse patient consequences. Another implant was available and used without issues. See photo¿ the product and photos of the reported event ((B)(4) photo) were returned to depuy synthes for evaluation. The complaint unit and the photos were forwarded to the depuy cork for further investigation. Upon review of the photographic evidence and examination of the returned delta cer head 12/14, a hair-like foreign material was observed on the base foam inside the blister. It is worth mentioning that the tyvek lid was removed from the blister and the package is opened. Based on the available information, the observed condition for the packaged cannot be trace to a manufacturing issue and no action is required. Further details of the device's analysis performed by the manufacturing site were attached on "(B)(4) manufacturing investigation. Pdf" a manufacturing record evaluation was performed for the finished device [136532320 / 4349406] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 26-jan-2024 3) any anomalies or deviations identified in DHR: none 4) expiry date: 31-dec-2028 5) IFU reference: IFU-0902-00-701 device history review: a manufacturing record evaluation was performed for the finished device [136532320 / 4349406] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.